Event description:
The surgeon placed three anchors, but on one of them, the t-bar was missing. Unk if the t-bar remains in the pt as no other info will be forthcoming.

Manufacturer narrative:
No product is being returned for eval.